Event description:
It was reported that during intra-operative surgery on (B)(6) 2015 for a proximal femur fracture, that while the surgeon was drilling into the bone, the tip of the drill bit broke off (tip was easily retrieved without additional intervention). There was patient involvement, no surgical time delay reported, no surgical/medical intervention required, and the procedure was successfully completed. Patient status/outcome was good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Additional manufacturing dates including april 4, 2008 and may 15, 2008. Product investigation summary: one 4.5mm/6.5mm stepped drill bit, large quick coupling, 485mm (part 03.010.078 / lot 068288) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is unconfirmed as the drill bit was received intact. There were no material record reports (mrr), non-conformance reports (ncr), or complaint related issues with this lot. The design was found to be sufficient for its intended use when used and maintained as recommended. The risk assessment was found to adequately address the complaint condition. Further evaluation shows that this drill bit is used in lateral entry femoral recon nail procedures. It is used though a protection sleeve to drill in preparation for the proximal recon screws. This information is provided per the titanium cannulated lateral entry femoral recon nail technique guide. The returned drill bit was received intact and in functional condition. There is wear consistent with use along the cutting edges of the drill bit. The etchings are legible. Thus, the complaint for a broken tip is unconfirmed and cannot be replicated. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The design history was found to not impact the complaint condition. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The root cause cannot be determined given that the device was received intact and functional. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records was conducted. The report indicates that the: precision edge surgical products manufactured the 4.5mm/6.5mm stepped drill bit, part #03.010.078, and lot #068288, delivered april 2, 2008 (synthes lot #5755092), 60 pieces delivered april 3, 2008 (synthes lot #5756398) and (B)(4) pieces delivered may 6, 2008 (synthes lot #5781484). Initially, the part conformed to the supplier¿s certificate of conformance, dated april 1, 2008, and to the synthes final inspection (synthes lot #5755092), (synthes lot #5756398) and (synthes lot #5781484). The parts were released to the warehouse on april 3, 2008 (synthes lot #5755092), on april 4, 2008 (synthes lot #5756398) and on may 15, 2008 (synthes lot #5781484). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.